Manufacturer narrative:
The specific lot number for this report was not known. The customer reported there were two potential lot numbers, 2021-09 lp and 2021-09 ln. Investigation of the potential lot numbers is still in progress. 3m requested additional information to fully assess this report. 3m decided to submit this report even though only limited information has been received to date. End of report.

Event description:
A hospital in (B)(6) alleged a patient experienced a 3rd degree burn under the placement of a 9130f 3m¿ universal electrosurgical pad during an atrial fibrillation ablation procedure.